Manufacturer narrative:
The technician found the brake/steer linkage was worn. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the brake is not holding.